Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is completed.

Event description:
Boston scientific received information that remote interrogation of this device was unsuccessful despite multiple troubleshooting efforts. The patient presented to her clinic as she was feeling a fluttering in her chest and the device had been emitting tones. Interrogation revealed the device was in safety mode. Radio-frequency (rf) telemetry is disabled in safety mode which caused the inability to communicate with the device remotely. Additionally, noise, oversensing, pacing inhibition and pacing impedance measurements less than 200 ohms were noted on the right ventricular (rv) channel. A revision procedure ws performed and the device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.